Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. Visual inspection showed no damage. Manual manipulation confirmed that the grip tips opened and closed properly. The instrument was tested on an in-house system, passing recognition and engagement tests, and exhibited intuitive movement with a full range of motion. Functional testing verified that the grip tips could grasp and hold as intended. The instrument was fully functional, and no product issues were found.

Event description:
It was reported that the prograsp forceps does not articulate like it should. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.